Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2015-00137: plate, 3025141-2015-00139: screw 2.

Event description:
The radius shaft cracked as a result of inserting a 3.5mm locking hexalobe screw into the most proximal locking hole of a standard acu-loc 2 volar plate.